Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was observed to be broken. The customer reported event has no report of patient injury.